Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage supply to gib board was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported the system did not start up normally, with the monitor screen either black or white and then would stop. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.